Event description:
The clinician reported that one month after the dental implant was placed, in ada site #13 of the patient's mouth, lack of osseointegration was verified. The device was forwarded to the manufacturer for investigation. The patient experienced mobility and peri-implantitis at time of event, no further complications were observed.